Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, unexpected restart error and failed battery test alarms noted during testing. Device had stripped battery cap coin slot, cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was 203 mg/dl at the time of the incident. Customer stated insulin pump was blank and battery cap also damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.